Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with fill estimate showing significantly fewer units than caller anticipated despite proper filling steps. There was no reported impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reloaded same cartridge and then disconnected and delivered a 10.2 unit test dose to update insulin estimate, after which displayed amount closely matched expected fill and issue was resolved.